Event description:
A caller reported a missing high/low glucose alarm while the customer was wearing the adc freestyle libre 2 sensor. The caller reported the low glucose limit was set for 4.4 mmol/l. On (B)(6) 2022, the customer obtained a glucose scan of 2.9 mmol/l, with no low glucose alarm triggering, and experienced sweating and had a seizure. The customer was brought to the hospital and was provided unspecified medical treatment for a diagnosis of hypoglycemia. The customer was admitted overnight. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.